Manufacturer narrative:
(B)(4). No exact dates noted from customer. On (B)(6) 2015, the ccp told the field service representative (fsr) that the roller pump is now working but they have not used it in a while, and want to get the roller pump checked out. The light emitting diode (led) does not flash when the button to reverse is pressed per the fsr.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump would not go in reverse. The perfusionist (ccp) turned the roller pump by hand to get the blood out of the tubing. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) was unable to duplicate the reported issue. The fsr completed verification release test. The unit operated to manufacturer specifications and was returned to clinical use. No product will be returned for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.